Event description:
On (B) (6) 2009, a doctor reported to (B) (6) that a patient had an endopore abutment that fractured.

Manufacturer narrative:
The doctor reported that an endopore abutment fractured in a patient. An evaluation was conducted and the results indicate that the abutment meets product specifications and that the fracture was not due to a product failure. It was concluded that the fracture occurred because the abutment may not have been placed all the way in or it was overtightened, causing it to break.